Event description:
During a left arteriovenous thrombectomy procedure, a #4 fogarty catheter was used. The balloon portion broke during the procedure, which resulted in one balloon lost during procedure.